Manufacturer narrative:
Citation: munguti c, ndunda pm, abukar a, jawad ma, vindhyal mr, fanari z. Transcarotid versus transfemoral transcatheter aortic valve replacement: a systematic review and meta-analysis. Cardiovasc revasc med. 2024;68:92-97. Doi:10.1016/j.carrev.2024.04.008 earliest date of publication used for date of event. Earliest approved medtronic tavr product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis review of transcarotid versus transfemoral transcatheter aortic valve replacement (tavr). Four studies were included in the meta-analysis, with an overall study population of 1,277 patients. Medtronic (corevalveand evolut r) and non-medtronic (sapien family and lotus) valve types were used for tavr. The following adverse outcomes were extracted and analyzed by the authors: stroke, transient ischemic attack, aortic regurgitation (moderate or severe), bleeding, and major vascular complications. Additionally, the authors identified 30-day mortality rates of 5.6% and 4.0% between the transcarotid and transfemoral access routes, respectively. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.